Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. After inserting a non-boston scientific (bsc) introducer sheath, a jupiter fc guidewire was used to cross the lesion. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured and a pinhole was noted in the middle part. The device was removed and the procedure was completed with a non-bsc balloon. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).